Manufacturer narrative:
No medical intervention or treatment has been provided; no specific lot number or test kit was provided to ihealth; therefore, no additional investigation can be performed to determine if the test kit is a valid ihealth manufactured product or a counterfeit. IFU states a false negative or invalid result may occur if too little solution is added to the test card. A false negative or false positive result may occur if the test result is read before 15 minutes or after 30 minutes.

Event description:
Event :my name is (B)(6) would like to report a false negative test.